Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the suture sleeve failed to advance down to the pocket to be sutured in place. The suture sleeve was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. Please retract the report 2017865-2022-15962.